Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. No frozen screen was noted. No buzzing noise anomaly noted. The time, battery and reservoir icons functioned properly. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump was buzzing and started alarming and nothing would show up on the screen. Customer's mother was able to clear the alarms by removing the battery. Insulin pump screen was stuck on ver 3.0. Customer's blood glucose was 88 mg/dl. Customer was advised that the battery cap will be replaced, if the battery cap did not solve the issue, then the insulin pump will be replaced. Customer agreed to return the device for analysis.